Event description:
During a routine endovascular abdominal aortic aneurysm repair on 03/14/07 at the time of deployment of the cardiomem pressure sensor, the sensor came loose and deployed within the excluded aneurysm sac. Multiple attempts were made to retrieve the sensor without success. Length of tip left in pt was approximately 2 - 2.5 inches. Patient will be followed closely by md.